Event description:
It was reported that prior to an unknown procedure the surgeon found some staples fell off before opening the package. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Results: cartridge falls out. The analysis results showed that the was received sterile, in good visual condition and with a reload loose inside the sterile package. The device was opened, the reload was loaded into the device, the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that each reload is 100% inspected through an automated vision system to ensure that cartridge is present and in the correct position prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.